Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with defibrillator electrodes. The customer states that a (B)(6) male was unresponsive and had a heart rate of 26. While trying to pace the patient, there was no visible rhythm on the life pack. The defibrillator was changed three times, including trying to use the ems crew's defibrillator and the same covidien defib/pacing pads, with covidien EKG leads while changing the monitor. All sets of wire were changed multiple times. The customer advised they eventually thought to change the covidien pads, by which they were finally able to view a rhythm on the life pack and subsequently pace the patient. The emergency room educator was also at the bedside and multiple nurses double checked the placement of defib/pacing pads and three leads for proper pacing configuration. CPR was eventually required to get a perfusing rhythm. The patient expired (B)(6) 2013.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.